Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implanted infusion pump for non-malignant pain. The pump was used to deliver unknown morphine. It was reported that the patient was having a lot of issues with her healthcare provider (hcp). The patient wanted to know if the m anufacturer tracked what was going on with her pump. The patient stated that the hcp overdosed her on the (B)(6) 2025. Per the patient, the nurses said that she currently had dilaudid in the pump but the physician said it was morphine. The patient stated that her physician had not managed her pump for 6 months and she was in severe pain. The patient had only made an adjustment one time in 6 months. The patient stated that the physician made one increase because she was in pain. The patient asked for the pump to come out and now they wanted to decrease the medication quickly. Patient services reviewed that the manufacturer did not have medical history and redirected the patient to her managing hcp to further address the issue.